Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was received and evaluated. Visual inspection reveals that the anchor is cracked(breakage)-still attached to the suture at its original position. It is not completely broken into pieces. Hence, the reported complaint is confirmed. The broken piece left in the patient cannot be confirmed since there is no xray/CT scan was not provided. Manufacturing record evaluation could not be performed since device lot number is unknown. We cannot determine a definitive root cause for this device failure. Possible root causes could be excessive force may have been applied during use. At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(4) that during a rotator cuff repair procedure on an unknown date, it was observed that the anchor device broke. Another like device was used to complete the procedure successfully with a ten minute delay. There were fragments generated and half part of the anchor was still in the patient. The status of the patient post-surgery was unknown. No additional information was provided.